Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the pump was not vibrating as intended. The customer's blood glucose was 250(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged vibrator issue was verified. Additionally the alleged battery issue could not be verified.